Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reports that over the last month she began having itching under tape collar, starting on the left lower corner when the wafer was on, and it is now on the right side under the tape collar. She reports seeing a dermatologist sometime within the last month and was diagnosed with contact dermatitis. She was prescribed clobetasol ointment, tetrix cream and oral hydroxyzine. She states the itching is nearly gone and the area is improved but still reddened. No further details have been provided.